Manufacturer narrative:
A DHR review has been conducted. All paperwork appeared complete and accurate. No manufacturing issues were identified. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2007 - pt underwent surgery for repair of a ventral hernia. A ventralex hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2009 - pt underwent surgery for removal of the ventralex patch. Surgeon notes in the medical records (which have not been provided) that the mesh palpated and was not right under the skin. Pt has suffered and will continue to suffer physical pain and mental anguish.